Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Guidant received information that the disks were corrupted and could not be analyzed. Subsequently, the device was explanted and replaced.